Event description:
Pt's daughter contacted dexcom technical support on (B)(6) 2012 to report that pt had experienced a hypoglycemic episode and suffered convulsions and aspiration. Pt's daughter called paramedics and states that cgm was reading 90 mg/dl when paramedics measured pt's bg at 15 mg/dl. Paramedics also administered a glucagon shot and when the ambulance arrived, pt was treated with an IV and dextrose but was not hospitalized. Pt's daughter also reports that pt was concomitantly using acetaminophen (tylenol and vicodin) at the time of her incident. Acetaminophen is a cgm contraindicated product which is known to cause high cgm readings. At the time of her call to dexcom technical support, pt's daughter reports that pt was feeling better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.